Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after ten minutes of use during a procedure, part of the active waveguide disengaged and fell into the patient's cavity. The piece was immediately retrieved without any patient harm. A new dissector was opened and installed in order to successfully complete the procedure.